Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient presented with increased heart failure signs and symptoms. The center is suspecting a possible "vegetative growth" on the inflow cannula and will be taking the patient to the or for possible pump exchange on (B)(6) 2014. Confirmed that the pump exchange did occur on (B)(6) 2014.

Manufacturer narrative:
Device evaluation: the explanted device was returned to the manufacturer for evaluation and examination of the sealed inflow conduit and sealed outflow graft upon disassembly revealed tissue-like depositions within the inlet tube, the inlet conduit flex section, and the outflow graft. The flaky, grainy texture of these depositions suggests that the explanted pump was treated with a fixative agent (e.g. Formalin, formaldehyde) before being returned to the manufacturer for evaluation. Upon disassembly of the pump, denatured depositions of blood were observed on the body of the rotor and within the proximal side of the outlet stator. Examination of the rotor inlet also revealed a thrombus formation surrounding the bearing ball of the rotor. The laminated structure of this formation and its areas of denaturation indicate that it likely formed over an undetermined period of time while the pump was supporting the patient. Although a specific cause for the development of the observed depositions could not conclusively be determined through this evaluation, the observed depositions appeared indicative of poor surface washing due to a low flow state. These depositions could have contributed to the patient¿s increased heart failure symptoms. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.